Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient was in the hospital with diabetic ketoacidosis. The reporter did not provide any additional information. Customer support has attempted to obtain additional information without success. This complaint is being reported due to the patient's alleged hyperglycemic event. The pump could not be ruled out as a cause or contributor to the alleged incident because troubleshooting could not be completed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/26/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There was no delivery issues found with the pump during testing. Unrelated to the complaint, the keypad was torn around the contrast keypad button. The bolus button was also found to be torn. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.